Manufacturer narrative:
The insulin pump failed to vibrate during self test due to vibrator motor connector not fully connected into the interface board. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the insulin pump's vibrate alarm. The insulin pump was set to vibrate but it did not vibrate. However, if the insulin pump was bumped against something it would vibrate again. Her blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.